Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the flare was detached and the catheter bent near the distal end. The complaint that the device failed to rotate was not confirmed. The device was returned with the flare detached; this condition did not allow the functional test to be performed. Review and analysis of all available information failed to determine a root cause and it is therefore undeterminable. A device history record (DHR) review was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare loop failed to rotate. The procedure was completed with another rotatable snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be good. This event has been deemed a reportable event based on the investigation results; flare detached.

Manufacturer narrative:
Patient¿s exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of flare detached. Investigation results: visual evaluation of the returned device found that the flare was detached and the catheter bent near the distal end. The complaint that the device failed to rotate was not confirmed. The device was returned with the flare detached; this condition did not allow the functional test to be performed. Evaluation of the returned device determined the root cause of this event to be supplier manufacturing. The supplier has since completed an investigation to address this issue. A device history record (DHR) review was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare loop failed to rotate. The procedure was completed with another rotatable snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be good. This event has been deemed a reportable event based on the investigation results; flare detached.